Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic/ pelvic area') in a 35-year-old female patient who had essure (batch no. 50682328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, stress, candidiasis, low back pain, urinary frequency, asthma, otitis externa, contact dermatitis, hypertension and acid reflux (oesophageal). Previously administered products included for an unreported indication: advil. Concurrent conditions included ear pruritus, gestational diabetes mellitus, rib pain, smoker, pectus excavatum, vaginal discharge, premenstrual dysphoric disorder, cramp in lower abdomen, stomach burning sensation of, discomfort, cystitis, bladder disorder, burning micturition, urinary urgency, upper respiratory infection, headache, sinus pain, premenstrual syndrome, chest pain, cough, dry throat, respiratory tract congestion, erythema, fever, shortness of breath, anxiety, fatigue, insomnia, flu like symptoms, joint pain, general body pain, eczema and astigmatism. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 and medroxyprogesterone since (B)(6) 2013 for contraception, nsaids (B)(6) 2012 to (B)(6) 2019 and paracetamol (acetaminophen) (B)(6) 2013 to (B)(6) 2019 for pelvic pain female as well as acetic acid, clonidine from (B)(6) 2018 to (B)(6) 2019, clotrimazole, doxycycline, famotidine from (B)(6) 2013 to (B)(6) 2014, fluocinolone acetonide (fluocinolone) (B)(6) 2013 to (B)(6) 2019, fluoxetine hydrochloride (prozac), hydroxyzine (B)(6) 2018 to (B)(6) 2019, loratadine (axcel loratidine), loratadine from (B)(6) 2013 to (B)(6) 2015, lorazepam from (B)(6) 2018 to (B)(6) 2019, prednisone (B)(6) 2013 to (B)(6) 2019, propranolol (B)(6) 2018 to (B)(6) 2018, trazodone (B)(6) 2018 to (B)(6) 2019 and triamcinolone from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), abdominal pain ("pain: abdominal"), depression ("depression"), anxiety ("mental anguish") and post procedural complication ("post procedural complication"). The patient was treated with alprazolam (xanax) and surgery (hysterectomy (full) / total hysterectomy (uterus and cervix removed)). At the time of the report, the pelvic pain and genital haemorrhage had resolved, the abdominal pain, mood swings, depression, anxiety and post procedural complication outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, mood swings, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for psych injury. No removal planned as patient is unable to afford surgery (discrepant information since patient informed a scheduled date to have essure removed: (B)(6) 2018). Patient experienced moderate pain and cramping during placement of coils into the tubes. Discrepancy in essure removal date as (B)(6) 2018. Complete coils protruding into uterine cavity: right: 4, left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, mood swings, abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs received. Event outcome updated for event vaginal hemorrhage, menorrhagia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic/ pelvic area') in a 35-year-old female patient who had essure (batch no. 50682328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, stress, candidiasis, low back pain, urinary frequency, asthma, otitis externa, contact dermatitis, hypertension and acid reflux (oesophageal). Previously administered products included for an unreported indication: advil. Concurrent conditions included ear pruritus, gestational diabetes mellitus, rib pain, smoker, pectus excavatum, vaginal discharge, premenstrual dysphoric disorder, cramp in lower abdomen, stomach burning sensation of, discomfort, cystitis, bladder disorder, burning micturition, urinary urgency, upper respiratory infection, headache, sinus pain, premenstrual syndrome, chest pain, cough, dry throat, respiratory tract congestion, erythema, fever, shortness of breath, anxiety, fatigue, insomnia, flu like symptoms, joint pain, general body pain, eczema and astigmatism. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6)2013 and medroxyprogesterone since (B)(6) 2013 for contraception, nsaids (B)(6) 2012 to (B)(6) 2019 and paracetamol (acetaminophen) (B)(6) 2013 to (B)(6) 2019 for pelvic pain female as well as acetic acid, clonidine from (B)(6) 2018 to (B)(6) 2019, clotrimazole, doxycycline, famotidine from (B)(6) 2013 to (B)(6) 2014, fluocinolone acetonide (fluocinolone) (B)(6) 2013 to (B)(6) 2019, fluoxetine hydrochloride (prozac), hydroxyzine (B)(6) 2018 to (B)(6) 2019, loratadine (axcel loratidine), loratadine from (B)(6) 2013 to (B)(6) 2015, lorazepam from (B)(6) 2018 to (B)(6) 2019, prednisone (B)(6) 2013 to (B)(6) 2019, propranolol (B)(6) 2018, trazodone (B)(6) 2018 to (B)(6) 2019 and triamcinolone from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), abdominal pain ("pain: abdominal"), depression ("depression"), anxiety ("mental anguish") and post procedural complication ("post procedural complication"). The patient was treated with alprazolam (xanax) and surgery (hysterectomy (full) / total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the abdominal pain, mood swings, depression, anxiety and post procedural complication outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, mood swings, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for psych injury. No removal planned as patient is unable to afford surgery (discrepant information since patient informed a scheduled date to have essure removed: (B)(6) 2018). Patient experienced moderate pain and cramping during placement of coils into the tubes. Discrepancy in essure removal date as (B)(6) 2018. Complete coils protruding into uterine cavity: right: 4, left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, mood swings, abdominal pain". Lot number: 50682328, manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic/ pelvic area') and genital haemorrhage ('gen abnormal bleed') in a 35-year-old female patient who had essure (batch no. 50682328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, stress, candidiasis, low back pain, urinary frequency, asthma and otitis externa. Previously administered products included for an unreported indication: advil. Concurrent conditions included ear pruritus, gestational diabetes mellitus, rib pain, smoker, pectus excavatum, vaginal discharge, premenstrual dysphoric disorder, cramp in lower abdomen, stomach burning sensation of, discomfort, cystitis, bladder disorder, burning micturition, urinary urgency, upper respiratory infection, headache, sinus pain, premenstrual syndrome, chest pain, cough, dry throat, respiratory tract congestion, erythema, fever, shortness of breath, anxiety, fatigue, insomnia, flu like symptoms, joint pain, general body pain, eczema and astigmatism. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6)2013 and medroxyprogesterone since (B)(6) 2013 for contraception as well as acetic acid, clotrimazole, doxycycline, fluoxetine hydrochloride (prozac), nsaids since (B)(6)2013, paracetamol (acetaminophen) since (B)(6) 2013, prednisone and triamcinolone. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with alprazolam (xanax) and surgery. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, mood swings, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for psych injury. No removal planned as patient is unable to afford surgery (discrepant information since patient informed a scheduled date to have essure removed: (B)(6)2018). Patient experienced moderate pain and cramping during placement of coils into the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, mood swings, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic/ pelvic area') in a 35-year-old female patient who had essure (batch no. 50682328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, stress, candidiasis, low back pain, urinary frequency, asthma, otitis externa, contact dermatitis, hypertension and acid reflux (oesophageal). Previously administered products included for an unreported indication: advil. Concurrent conditions included ear pruritus, gestational diabetes mellitus, rib pain, smoker, pectus excavatum, vaginal discharge, premenstrual dysphoric disorder, cramp in lower abdomen, stomach burning sensation of, discomfort, cystitis, bladder disorder, burning micturition, urinary urgency, upper respiratory infection, headache, sinus pain, premenstrual syndrome, chest pain, cough, dry throat, respiratory tract congestion, erythema, fever, shortness of breath, anxiety, fatigue, insomnia, flu like symptoms, joint pain, general body pain, eczema and astigmatism. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 and medroxyprogesterone since (B)(6) 2013 for contraception, nsaids (B)(6) 2012 to (B)(6) 2019 and paracetamol (acetaminophen) (B)(6) 2013 to (B)(6) 2019 for pelvic pain female as well as acetic acid, clonidine from (B)(6) 2018 to (B)(6) 2019, clotrimazole, doxycycline, famotidine from (B)(6) 2013 to (B)(6) 2014, fluocinolone acetonide (fluocinolone) (B)(6) 2013 to (B)(6) 2019, fluoxetine hydrochloride (prozac), hydroxyzine (B)(6) 2018 to (B)(6) 2019, loratadine (axcel loratidine), loratadine from (B)(6) 2013 to (B)(6) 2015, lorazepam from (B)(6) 2018 to (B)(6) 2019, prednisone (B)(6) 2013 to (B)(6) 2019, propranolol (B)(6) 2018, trazodone (B)(6) 2018 to (B)(6) 2019 and triamcinolone from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), abdominal pain ("pain: abdominal"), depression ("depression"), anxiety ("mental anguish") and post procedural complication ("post procedural complication"). The patient was treated with alprazolam (xanax) and surgery (hysterectomy (full) / total hysterectomy (uterus and cervix removed)). At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, mood swings, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for psych injury. No removal planned as patient is unable to afford surgery (discrepant information since patient informed a scheduled date to have essure removed: (B)(6) 2018). Patient experienced moderate pain and cramping during placement of coils into the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, mood swings, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs "received". Event "post procedural complication" added. Outcome for pain and bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic/ pelvic area') and genital haemorrhage ('gen abnorm bleed') in a (B)(6) year old female patient who had essure (batch no. 50682328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, stress, candidiasis, low back pain, urinary frequency, asthma and otitis externa. Previously administered products included for an unreported indication: advil. Concurrent conditions included ear pruritus, gestational diabetes mellitus, rib pain, smoker, pectus excavatum, vaginal discharge, premenstrual dysphoric disorder, lower abdominal pain, stomach burning sensation of, discomfort, cystitis, bladder disorder, burning micturition, urinary urgency, upper respiratory infection, headache, sinus pain, premenstrual syndrome, chest pain, cough, dry throat, respiratory tract congestion, erythema, fever, shortness of breath, anxiety, fatigue, insomnia, flu like symptoms, joint pain, general body pain, eczema and astigmatism. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 and medroxyprogesterone since (B)(6) 2013 for contraception as well as acetic acid, clotrimazole, doxycycline, fluoxetine hydrochloride (prozac), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, prednisone and triamcinolone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with alprazolam (xanax) and surgery. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, mood swings, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for psych injury. No removal planned as patient is unable to afford surgery (discrepant information since patient informed a scheduled date to have essure removed: (B)(6) 2018). Patient experienced moderate pain and cramping during placement of coils into the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, mood swings, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and mr was received. Lot number was added. New events abnormal bleeding (vaginal, menorrhagia), mood swings, depression (previously reported as psych injury), mental anguish were added. New reporters were added. Patient demographics was added. Patient concomitant and historical condition were added. Concomitant and treatment drugs were added. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.